Manufacturer narrative:
Device lot number now provided.device manufacturing date now provided.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's passive cranial frame was tracking intermittently. In trouble-shooting, the site replaced the spheres, with no resolution. There was a ten minute delay when the surgeon opted to discontinue the use of navigation. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The instrument was check-out and it was determined that a replacement was not needed. (B)(4) 2015 a medtronic representative, following-up at the site, reported the initial registration was completed without difficulty and accuracy was verified at the tragus of the patient's left ear and inner canthus of left eye. The surgeon was satisfied with the registration, frame was removed, patient was prepped and draped, clear camera drapes placed over the arm, slit cut in drape arm exposed sterile frame attached. At this point, camera was unable to see frame, camera re-positioned and spheres were changed. Surgeon elected to discontinue navigation and proceed with surgery. - no parts have been returned to manufacturer for analysis.